Event description:
On 23/may/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2023 during ccpd therapy. No additional information was provided during intake. Follow-up with the patient¿s outpatient clinical manager (cm) confirmed the patient expired at home (independent living facility) during ccpd therapy on(B)(6) 2023. The residents are required to check-in with the office by 11:00 am est. When the patient did not report in, the facility entered his residence to perform a wellness check and discovered he had expired. The patient¿s liberty select cycler was alarming, and it was noted to be in dwell phase 2 of 4. The patient was not provided with any form of cardiopulmonary resuscitative (CPR) measures, as the patient had expired over 10 hours prior to discovery. The coroner came to the patient¿s residence and pronounced the patient at the bedside. The patient was taken directly to the funeral home and no autopsy was performed. The cm stated the patient was elderly, and his primary cause of death was a cardiac arrest, secondary to esrd and atrial fibrillation. The cm stated the patient¿s liberty select cycler will be scheduled for pick-up this week. The cm stated a review of the patient¿s treatment data from 22/may/2023 did not reveal any treatment abnormalities. The pdrn stated the serious adverse events were unrelated to the patient¿s use of any fresenius drug(s) and/or product(s) or manufacturer specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the cardiac arrest and death occurred. Per the cm, the patient¿s primary cause of death was cardiac arrest, secondary to esrd and atrial fibrillation. Additionally, the cm reported the patient¿s cardiac arrest and subsequent death were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s) despite the serious adverse events occurring during treatment. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.

Event description:
On 23/may/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2023 during ccpd therapy. No additional information was provided during intake. Follow-up with the patient¿s outpatient clinical manager (cm) confirmed the patient expired at home (independent living facility) during ccpd therapy on (B)(6) 2023. The residents are required to check-in with the office by 11:00 am est. When the patient did not report in, the facility entered his residence to perform a wellness check and discovered he had expired. The patient¿s liberty select cycler was alarming, and it was noted to be in dwell phase 2 of 4. The patient was not provided with any form of cardiopulmonary resuscitative (CPR) measures, as the patient had expired over 10 hours prior to discovery. The coroner came to the patient¿s residence and pronounced the patient at the bedside. The patient was taken directly to the funeral home and no autopsy was performed. The cm stated the patient was elderly, and his primary cause of death was a cardiac arrest, secondary to esrd and atrial fibrillation. The cm stated the patient¿s liberty select cycler will be scheduled for pick-up this week. The cm stated a review of the patient¿s treatment data from (B)(6) 2023 did not reveal any treatment abnormalities. The pdrn stated the serious adverse events were unrelated to the patient¿s use of any fresenius drug(s) and/or product(s) or manufacturer specifications.